Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During rf procedure, the needle was placed in the patient's back and could not do the procedure, because of a warning 06 (tc not detected). The case was cancelled and rescheduled. There is no other information available for this incident.